Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, after transeptal puncture using the versacross connect and advancement of the pigtail to enter the laa, a large, non-mobile thrombus was noted on the distal end of the was sheath. The thrombus was retrieved into the was sheath, which was retracted into the right atrium and subsequently removed from the patient. The was sheath was flushed and a thrombus was detected. After that, a second floating thrombus on atrial pacemaker lead was identified. The physician decided to abort the procedure for further investigation. The activated clotting time was not measured as the clot was noted too early. There were no patient complications, and the patient is expected to fully recover.